Manufacturer narrative:
(B)(4). Batch # 376a86 per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device from the guide face area with the trocar extended and some staple legs protruding. Note the instructions for use do contain the following caution: ensure the safety remains in the locked position to prevent inadvertent activation of the firing trigger, which could lead to unintended knife exposure and premature partial or full staple deployment. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29a device arrived with no apparent damaged. The breakaway washer was present and uncut, some staples were noted to be protruding inside the pockets. However, nine missing staples were noted. No functional test was performed to preserve evidence. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Also, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods, the devices are visually inspected based on a sample. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that before the right hemicolectomy surgery, opened the packing and noted that some staples fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.